Event description:
Caller stated that he was implanted with a prolene mesh from ethicon on (B)(6) 2006. He started experiencing pain within the first week of implantation. He went back to the surgeon to complain about the pain and discomfort and was told the pain is related to the surgery and suggested that the patient go to a pain clinic where he started receiving pain injections and medication. After several visits to the pain clinic with no relief he went back to the doctor to complain about increased throbbing pain in the intestinal area due to movement, cough, or stretching. In (B)(6) 2008 the surgeon decided to remove the mesh and discovered that the mesh has balled up which has been the cause of pain and caused more damage to his abdominal nerves and spermatic cords and the mesh has adhered to this nerves which cause swellings and pain of his testicles. In 2009, a neurologist performed an orchiectomy to one of his testicle. Patient developed a problem in the inguinal incision during the removal of the mesh and the surgery was performed through the scrotum and a testicle atrophies developed. Removal of one of the testicle relieved the constant throbbing in the inguinal area but patient continue to experience phantom pain in these area. Patient continue to visit the male clinic in rochester minnesota for pain mgmt where he receives two types of nerve injection which gives temporary nerve relief. Patient contacted ethicon in 2009 and received a letter (reference (B)(4)) which stated that there was no recall on the product. On (B)(6) 2017 patient contacted ethicon and was told most of their old files and computer programs are corrupted and/or missing and could not confirm the reference letter.

Event description:
Add'l info received from reporter for report #mw5068540, on 03/08/2018. I am contacting you as directed today to update my address. My medwatch number is mw5068540. (B)(6).

Event description:
Add'l info received from reporter for report mw5068540 on 05/06/2019. Pt stated that he was recently diagnosed with complete regional pain syndrome (crps) stemming from the pain he is still experiencing from his prolene hernia system manufactured by ethicon.